Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the physician positioned the clip; however, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on february 3, 2023. It was reported that the clip was removed out of its sheath and could not open to grasp onto tissue. Note: it was reported that the sheath was completely removed off of the device. However, per IFU, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Block h6: imdrf conclusion code d1101 is being used to capture that the event is no longer reportable. Block h2: additional information: block b5 (describe event or problem).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the physician positioned the clip; however, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to completely remove the sheath off of the device. However, as per IFU, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.